Manufacturer narrative:
Additional information was received on 01/01/2024, and section h11 should be reported as: in previous report b5 verbiage mentioned as non uno and it was changed as uno verbiage in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, lung disease and reduced cardiopulmonary reserve. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated. Recall (z) number was updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, lung disease and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.